Event description:
It was reported that a plum set was found to have a no flow of medication issue during patient use. The reporter stated "medications could not be added through the additive port (upon discovering that medications could not be added into this product, replaced with new one. Then, the incident has been reported to our unit, and the defective product has been returned to the company for replacement.)". The sample is not available for investigation. A sample picture is not available. There was no patient harm reported.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint that medications could not be added through the additive port could not be confirmed by the investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.